Event description:
Customer reported an issue with touchscreen responsiveness, specifically that the pump screen was frozen and would not respond to input. Blood glucose level was reported as 300 mg/dl. Technical support provided complete pump reset information, and the customer chose to reset the pump immediately. Following the reset, the customer was able to interact with the pump screen, resolving the issue.